Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. The cause of failure to advance was likely related to patient condition due to calcification and peripheral vascular disease (pvd).

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Planned impella 5.5 insertion prior imagining showed calcification per physicians but appeared adequate in size. Successful cutdown, graft anastomosis, and wire insertion into the left ventricle. During insertion impella 5.5 would not cross vasculature. Team decided to remove impella 5.5 and replace with impella cpsa through axillary kit and graft. Impella cpsa would also not cross vasculature. Procedure aborted, graft trimmed down and closed. Site closed surgically without issue.